Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited episodes of post-paced t-wave oversensing. Programming changes were made to resolve the issue. There were no patient consequences.